Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an aortic valve repair procedure on (B)(6) 2019 and suture was used. It was reported that the suture is breaking during tie off curing aortic replacements or aortic arch repair, which is the last step. The suture broke and was left it in place. He tied the end to another fresh suture to avoid pin prick bleeding. There were no adverse patient consequences reported.